Manufacturer narrative:
(B)(4). Concomitant medical products: unknown neck. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05085. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to stem fracture. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Radiographs were provided and reviewed by a health care professional. Review of the available records identified that the stem was fractured. The following observations were noted: 1) the stem had agood position in the canal. 2) quality of proximal support could not be determined. 3) size of proximal body relative to the femur could not be determined. 4) shape of proximal body relative to femur was adequate. 5) unable to determine of strut allografts / adjunctive fixation were used to enhance proximal support. 6) no evidence of osteolysis 7) good distal fixation. No other findings / complications related to the reported event were identified. Reported event was confirmed by review of x-rays provided. Device history record was reviewed and no discrepancies were found. The additional information received does not change the final conclusions of previous investigation. As the quality of proximal support could not be determined, the root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: brand name; common device name; device identification; PMA/510k.

Event description:
No further event information available at the time of this report.